Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 3 boxes of pn relion 32g x 4mm 3b tw 50ct were difficult to operate during use. The following was reported by the initial reporter: "relion consumer left message stating, 3 boxes of pen needles are not working. Included in voicemail, product information."